Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that since getting the device replaced they were not getting a 50% reduction in their symptoms. The patient reported their symptoms were not even 20% better. The patient reported they were feeling stimulation in their vagina and ¿butt,¿ and when it was reviewed that anywhere in the bike seat area was appropriate the patient stated that stimulation was in the bike seat area. The patient reported the stimulation sensation seemed to come and go. The patient also noted they had some memory problems. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the stimulation sensation seeming to come and go was that they couldn't feel any sensation after 2 or 3 days. They changed programs to resolve the issue.